Event description:
Customer reported hospitalization due to diabetes ketoacidosis and high blood glucose readings of over 500 mg/dl. Customer stated that he was getting no delivery alarms on his insulin pump and his blood glucose readings continued to increase. Customer was advised to go to the hospital by his doctor. Customer's blood glucose levels were brought down and customer was released from the hospital. Customer stated that he has noticed a curved cannula once in a while. Customer's current blood glucose reading is 250 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.